Event description:
It was reported that the patient received failed shocks for ventricular fibrillation. It was also reported that the right ventricular (rv) lead was fractured, had low impedance and was not sensing. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.